Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received unexpected restart. A cold reset was performed. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
The insulin pump rewind functioned properly and no anomaly was noted. It passed unexpected restart error test and displacement test. No unexpected alarms or reset time/date anomaly after change battery noted during testing. The device had minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube and stained address/serial number label.